Event description:
It was reported that patient underwent m2a hip arthroplasty on (B)(6) 2009. Subsequently, it is alleged patient had multiple dislocations with closed reductions. After one closed reduction, it was noted that the acetabular cup had disassociated from the acetabulum. The patient was revised on (B)(6) 2012, due to alleged migration of the acetabular cup and pseudotumor. The acetabular cup, acetabular liner, and modular head were removed and replaced.

Manufacturer narrative:
Evaluation of the returned devices found one of the ti screws used to secure the acetabular cup had fractured, apparently due to bending fatigue.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number four states, "metal sensitivity, or allergic reaction to a foreign body". Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 5 of 5 mdrs filed for the same event (reference 1825034-2012-01358 / 01362).